Event description:
According to the reporter, during placing of the purstring on bowel in an open colon resection last (B)(6), the device did not fire correctly and had poor staple formation. They over sewed the staple line to fixed the issue. They hand sutured the purstring to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the cartridges noted the instrument was fully applied. The instrument was received with pushers fully advanced; the cartridges were seated properly after firing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.